Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material me2010 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. I have received a couple of reports about the above-mentioned extension set. The concerns are that the tubing gets stuck when connected to an IV or t-piece set, and can break off completely when being removed. I wanted to start a conversation if there have been other concerns and what is the process moving forward. It appears that some groups of staff are just not using it because of the issues, anesthesia group included. With our MRI patients (who can be a few feet inside the bore of the magnet, we need an extension tubing to be able to administer contrast effectively without removing the patient from the bore and this extension set was ideal.